Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with 2 different programmers, and did not emit tones with magnet placement. It was noted that the patient had been lost to follow up for approximately 2 years. Technical services (ts) discussed the potential that the device surpassed end of life (eol) since the last in clinic follow up. A device replacement procedure will be planned on an unknown future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with 2 different programmers, and did not emit tones with magnet placement. It was noted that the patient had been lost to follow up for approximately 2 years. Technical services (ts) discussed the potential that the device surpassed end of life (eol) since the last in clinic follow up. A device replacement procedure will be planned on an unknown future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device is in hospital possession. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.